Manufacturer narrative:
(B)(4) - pseudoarthrosis. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior thoracolumbar spinal procedure using rods and screws. Sometime post op patient complained of back pain and stated they heard a pop and grinding noise. Patient underwent a revision surgery and the rods were changed out. Patient is reportedly doing well, no other patient complications were reported.